Event description:
It was reported that the customer delivered to much insulin by accidently hitting the quick bolus button. Customer's blood glucose level was 52 mg/dl. Customer consumed carbohydrates to address bg level. Cts instructed caller and son to ensure that the area around the pump button is cleaned with a dry toothbrush and that the inside of the pump case is cleaned out.